Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report #3005099803-2022-04961). It was reported to boston scientific corporation that a polaris loop ureteral stent was implanted during a ureteral stent placement procedure in the left and right ureter performed on (B)(6) 2022. Post procedure, on (B)(6) 2022, a planned stent removal procedure was performed. When the physician attempted to remove the stent in the left ureter with a pair of biopsy forceps, it was found that the stent was calcified and the shaft was completely separated from the coils. The stent implanted in the right ureter was also attempted to be removed but there was resistance and was difficult to remove. The right ureteral stent was also found calcified. The patient was later transferred to another facility to perform an extracorporeal shock wave lithotripsy procedure to crush the stones and remove the calcified stent that was left in the patient's body. It was reported that the patient required regular ureteral stent replacement due to ureteral stenosis and was originally prone to stone adhesion. The stone encrusted to the coil in the ureter and on the pelvic side of the renal pelvis was large that removal became difficult in this attempt. It was also reported that the stent was still able to drain even though it was found encrusted and the physician commented that stent calcification was a patient problem and was not considered to be caused by the product. There were no information if the stents were successfully removed from the patient and if a new stent was implanted.